Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the flickering switch panel could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during diagnostic cystoscopy procedure, a flickering of the operation switch panel on the visera pro xenon light source. The procedure was completed using the same equipment. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Furthermore, the evaluation uncovered the following: filter turret deterioration (sticking) and (sticking) due to mesh turret deterioration. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.